Event description:
Related to tw 685500 the hospital reported that during an endoscopic vein harvesting procedure, the hemopro2 extension cable broke off in the hemopro 2 device and had to be pried out. No harm came to the patient. Another hemopro 2 and extension cord were used to finish the case.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/14/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on the cable. The cable was returned attached to a harvesting device. The one connector end connected to the harvesting device was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted. The cable was removed from the harvesting device with no physical or visual difficulties observed. The other connector end of the cable was observed to be pulled out, exposing the inner contents of the cable. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break'cord" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.